Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. The lead was confirmed to be dislodged via x-ray test. This ra lead was explanted and replaced, and is not expected to be returned by the healthcare facility. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. The lead was confirmed to be dislodged via x-ray test. This ra lead was explanted and replaced, and is not expected to be returned by the healthcare facility. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.